Event description:
It was reported that the insulin pump alarmed button error. Button was not pressed for longer than 3 minutes. Blood glucose value is 19.1 mmol/l. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However corroded keypad traces noted the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.